Event description:
It was reported that during a ventral hernia repair, the surgeon stuck herself with the device. Some bleeding occurred but no stitches were required and the puncture is healing nicely. The procedure was completed with a protac. The patient was tested for all blood diseases and the results were negative.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.